Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/18/2018. Batch number: r57p3t. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the issue with device occur on the 1st firing? What structure was device being fired on? Did the device deploy staples at all? If so, please describe shape. Was the device difficult to close? Are any photos/videos available? How was the issue addressed? What was the reason for convert to open? What is the current patient status?

Event description:
It was reported that during an laparoscopic appendectomy, the device misfired. The knife blade went but the staples did not. Case completed open.